Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A biomedical engineer (bme) reported that the motor control (mc) board was replaced. No further details were provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator displayed error code 1102 (primary alarm failed). It was unknown how the issue was found. No patient or user harm reported. The bme reported that the v60 ventilator displayed error code 1102 (primary alarm failed). It was noted that the motor control board would need to be replaced. The investigation is ongoing.